Manufacturer narrative:
We are trying to obtain event samples for our investigation and a follow-up report will be sent within 30 days or upon completion of the evaluation.

Event description:
Surgical procedure - "the 5mm bladed trocar would not engage to insert into patient. A new trocar was opened and no adverse effect to patient." Correction - from 11 mm to 5mm.